Event description:
The customer reported that the insulin pump was unable to prime. The customer stated that the insulin pump was squirting out insulin, and was not beeping or ramping up the numbers like it normally did. The customer also stated that the insulin pump no longer beeped or vibrated. The customer stated that this had been a problem for the past three months. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.